Event description:
One patient with falsely low potassium results. Initial result 2.4 mmol/l, repeated in 2008, different analyzer 3.8 mmol/l. The calibration performed prior to the sample run had failed and the initial patient result was flagged. The false low result was reported and the patient was treated. Type of treatment given to patient was not provided. It is unknown if the treatment was given based solely on the low potassium result. Although the field service representative could not determine a cause, he disassembled, cleaned, adn checked the ise system. Performance tests were performed and within specification.